Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery due to the pump not working as expected. During the procedure, the pump was replaced. No additional information was reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this ipp pump underwent a thorough analysis. The pump was visually and microscopically examined, and leak tested. No anomalies were found with the component. Based on the information available and analysis results, the reported clinical observation of mechanical anomaly could not be confirmed.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery due to the pump not working as expected. During the procedure, the pump was replaced. No additional information was reported.